Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated a power supply connector. The system operates as intended.

Event description:
It was reported that the system had a low 5 v power, multiple errors, and had to keep rebooting. These issues may cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.